Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has been experiencing paint at the incision site since surgery. It was also reported that the incision area was not healed. The patient stated that she had been taking epidural shots every two months and oxycodone for the pain.